Manufacturer narrative:
On 18-jul-2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30537442m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac arrest and death. At the end of the procedure when the staff was about to remove the sheaths the patient coded. There were no bwi product malfunctions nor error messages that indicated anything was wrong during the procedure. The physician stated they believe the cause of the event was due to the patient condition and procedure; they checked baseline and post-procedure and no effusion was observed. The patient died on the ep lab table. The clinical account specialist (cas) that supported the case stated that whenever they would stop pacing the coronary sinus, the anesthesia team noticed there was a decline in the patient¿s blood pressure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Any product malfunction or serious injury that results in the patient¿s death is to be considered serious and MDR-reportable.